Event description:
It was reported that the patient's device reached elective replacement indicator (eri) and tripped vvi65 pacing. This caused the patient to have pacemaker syndrome. The device was removed and replaced. It was also noted that the patient's right ventricular lead had experienced a rise in impedance over time to a high measurement and the threshold had a significant increase as well. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.